Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The reporter (pt's grandmother) contacted lifescan (lfs) customer service in 2009 alleging an "er5" issue with the pt's onetouch ultrasmart meter. The error message first occurred two days prior "midday" and reportedly developed "low" blood glucose symptoms afterwards. Later the same day at 7:30pm, the pt obtained a "2.0 mmol/l" (36 mg/dl) on another meter and was treated with oral glucose. No other forms of treatment were reported. According to the troubleshooting performed with customer service, the "er5" issue was not resolved with a new vial of test strips; however, the reporter claimed that the reported test strips worked with another meter. Replacement products were sent to the pt. This complaint is being reported because the pt allegedly developed hypoglycemia and was treated with oral glucose after the "er5" issue occurred.